Event description:
It was reported that low pacing impedance and dislodgement was observed after fixating the ventricular device. As a result, the device migrated to the pulmonary artery. The device was retrieved and successfully implanted to resolve the event. The patient was in stable condition.